Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was unknown (specific bg value was not provided). The customer went to the emergency room and was subsequently admitted into the intensive care unit. Bg was treated with manual injection and intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.